Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced air in the line. The following information was provided by the initial reporter: the pump ran as programmed but air was pulled through the line somehow.

Manufacturer narrative:
The following fields were updated with possible lots d4: medical device lot #: 21115482 d4: medical device expiration date: 2024-nov-10 h4: device manufacture date: 2021-nov-10 d4: medical device lot #: 21115809 d4: medical device expiration date: 2024-nov-11 h4: device manufacture date: 2021-nov-11 d4: medical device lot #: 21116066 d4: medical device expiration date: 2024-nov-23 h4: device manufacture date: 2021-nov-23 d4: medical device lot #: 21116060 d4: medical device expiration date: 2024-nov-22 h4: device manufacture date: 2021-nov-22 d4: medical device lot #: 22015548 d4: medical device expiration date: 2025-jan-14 h4: device manufacture date: 2022-jan-14 d4: medical device lot #: 22015547 d4: medical device expiration date: 2025-jan-12 h4: device manufacture date: 2022-jan-12 d4: medical device lot #: 22025137 d4: medical device expiration date: 2025-feb-02 h4: device manufacture date: 2022-feb-02 d4: medical device lot #: 22025222 d4: medical device expiration date: 2025-feb-03 h4: device manufacture date: 2022-feb-03 d4: medical device lot #: 22025223 d4: medical device expiration date: 2025-feb-05 h4: device manufacture date: 2022-feb-05 investigation summary: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline, and then infused with the pump dchu-0010 and pump module dchu-0011 at 125 ml / hr for 1 hour. No observation of air in line. The customer complaint that there is air in line could not be replicated. The root cause could not be determined because the issue could not be replicated.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced air in the line. The following information was provided by the initial reporter: the pump ran as programmed but air was pulled through the line somehow.